Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported gripper line break resulting in the gripper actuation issue of unable to raise the gripper arms was confirmed. The reported difficult to remove from the anatomy could not be replicated in a testing environment. The investigation determined the reported gripper actuation issue appears to be related to the gripper line break; however, the investigation was unable to determine a definitive cause for the gripper line break. A definitive cause for the reported difficult to remove from anatomy in this incident could not be determined. The reported patient effect of tissue damage appears to be related to the procedural circumstances and difficult to remove from the anatomy. The unchanged mitral regurgitation (mr) appears to be a result of the tissue damage. It should be noted that the reported patient effects of worsening mr and mitral valve tissue damage) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from the lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the tissue damage, difficult to remove, gripper actuation issue and gripper line break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 2-3. The second clip delivery system (cds) was advanced to the left atrium; however, while steering down towards the valve, the closed clip punctured the anterior leaflet in the a3 segment. The clip was retracted from the anterior mitral leaflet (aml) and a hole was noted in aml. The clip was then positioned in the a1/p1 segment; however, became entangled in the chordae multiple times. While attempting to invert the clip, and retract back to the left atrium (la), a chordal rupture occurred. The clip was retracted to the la and it was observed that both grippers were lowered while the gripper lever was retracted; therefore, a gripper line break was suspected. The mr returned to 4 and could not be reduced. The procedure was discontinued and the patient may be treated with surgery on a later date. No additional information was provided.